Manufacturer narrative:
During acl reconstruction surgery, a crack was observed in the graft block implant. The fractured implant was removed, and replaced, and the surgery was completed successfully. The returned implant was photographed under 23x magnification. There was evidence that the implant fracture was caused by applied stress within the graft eye hole. This is an area that does not see stress intra-operatively. A root cause analysis was performed by testing similar products to determine whether surgical technique or misuse could have been a factor in the event. The result of this investigation was inconclusive. Although no pt injury was reported, a review of complaint files indicates that a low probability for pt injury existed. An MDR is being submitted at this time to ensure full compliance with applicable regulations.

Event description:
Graft block implant cracked intraoperatively.